Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). It was indicated that prior to device check, the battery had 6.5 years remaining and now it only had 1.5 years left. High outputs were also noted at both chambers. Analysis was performed which indicated that there was an increase in power consumption and it appeared that device had a hardware malfunction. Additional information obtained from the field representative indicates that the patient was already scheduled for device replacement. To date, this ICD still remains in service. No adverse patient effects were reported.